Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels between 394-479 mg/dl. Reportedly, customer's personal profile settings were incorrect. Customer drank water, walked, and administered a correction bolus to address the high bg. Tandem technical support recommended that customer consult with healthcare provider to discuss settings.